Manufacturer narrative:
Correction on initial report: (1)8100 & (1)pri tubing; no available code for undetermined or unknown cause. The customer¿s report that the pcu displayed a message ¿need to be shut off¿ could not be definitively confirmed; however an alarm event that could explain the report was identified. Physical inspection noted the device to be in good condition. Analysis of the log shows the pcu was powered on with ac applied and the devices attached infusing. On (B)(6) 2015 at 4:00 pm ac was removed and the pcu was running on battery power (dc); one syringe module was idle, and one pump module and two syringe modules were infusing. At 7:39 pm the pcu alarmed with a low battery (lb1), which was manually silenced. 17 seconds later the pcu alarmed for battery discharged (lb3), and the infusing devices were paused. At 7:46 pm the pcu powered off (lb4). The pcu battery log shows no record of the battery being conditioned in the last 6 months. During testing the pcu was charged for 8 hours; the concomitant devices were added and programmed following programming keystrokes seen in the log. The infusions were started and the ac power was removed. The pcu and the infusions were allowed to run until the battery discharged and infusions stopped. Ac power was reapplied to the pcu. The log revealed the pcu alarmed with a low battery (lb1). Very low battery (lb2) and battery discharge (lb3). Results of the test indicate that after a sufficient battery charge the system operates as intended and the battery alarms occur. The proximate cause for the report that the pcu displayed a message needing to be shut down is attributed to a battery discharged event.

Manufacturer narrative:
Additional information: the pcu battery log shows the battery had been conditioned on (B)(6) 2015. The conditioning completed at 4:43 pm with a recorded battery capacity of 4212 mah. Results of the test indicate that after a sufficient battery charge the system operates as intended. The pcu alarmed at each stage of battery discharge.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pcu alarmed with a message that "the system needed to be shut down" and the system stopped infusing medications. The pumps were replaced and the medications quickly restarted. The patient was without inotropic medication for less than 2 minutes, and although no medical intervention was required, there was a change in vital signs. The customer reported no permanent harm.